Event description:
Nurse manager reported flush fluid "splash back" into nurse's face and eyes when irrigating the g-tube through the medication port of the lopez valve. A 60 cc catheter tip (non-luer locking) syringe was being used for gastric irrigation. No harm was experienced by the pt or the nurse, however, the nurse is going through hiv testing. Customer believes that the device's female luer should be changed to a luer lock style (although irrigation syringes do not contain luer lock tips).